Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It is possible if the product has been stored at a high temperature, this could have contributed to the reported issue. The instructions for use provides comprehensive instructions of the operation, use and limitations of the device. No batch /lot number has been provided rendering a review of the device history not possible. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during use, almost the entire silicone layer on the opsite flexifix gentle remains on the cover plastic. There was no delay, it is unknown how was the procedure finished.